Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so; after the reset, the malfunction did not recur. The customer was informed that they could continue using the pump and to call back if any further malfunctions occurred.